Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department after experiencing palpitations and feeling atrial fibrillation. Patient was found to be in tachycardia. EKG was performed. Patient was admitted to the hospital to be medically managed and was continued on home medications. Patient continued to be in tachycardia despite of av nodal blockers. Patient was also experiencing atrial flutter. Patient has existing comorbidity of paroxysmal atrial fibrillation. Device was reprogrammed and the patient was converted to the normal sinus rhythm. It was noted that the device had issues with mode switching during the device check during hospitalization and reprogramming was done. Patient was discharged home.